Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event - estimated. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The xience prox is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that during deployment of the 2.5 x 23 mm xience prox stent, the balloon failed to inflate due to a cut in the hub. The stent delivery system was removed from the patient anatomy, with the stent remaining on the delivery system, without difficulty. The cut in the hub area of the stent delivery system was not noted during device preparation, but it was thought that the device was received damaged. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported inflation issue and the reported cut/cracked hub was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.